Event description:
It was reported that the customer's insulin pump was splashed with water and there was fluid under the lcd display. It was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was in the 150 to 159 mg/dl range. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.